Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk artery. A 4.00 x 28 synergy¿ stent was advanced to treat the lesion. The balloon was inflated; however, when angiography and intravascular ultrasound was done, the stent was not visualized. The physician looked for the stent and found it on the surgical drape near the y-connector. It was then found out that the stent had dislodged when it was removed from the protection sheath during preparation. The procedure was completed with a 4.00 x 28 non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery catheter was not returned for examination and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts stretched and distorted. As the stent was damaged the crimped stent profile could not be measured however, 100% in process inspection is carried out and any defective unit identified is scrapped accordingly from the catheter batch. Therefore this device would have been scrapped if the maximum crimped stent profile measurement was outside specification. The product stent protector was returned for analysis with the device and it was measured which is within the specified inside diameter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk artery. A 4.00 x 28 synergy¿ stent was advanced to treat the lesion. The balloon was inflated; however, when angiography and intravascular ultrasound was done, the stent was not visualized. The physician looked for the stent and found it on the surgical drape near the y-connector. It was then found out that the stent had dislodged when it was removed from the protection sheath during preparation. The procedure was completed with a 4.00 x 28 non bsc stent. No patient complications were reported and the patient's status was good.